Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The unit did not have a battery installed when received. Unit alarmed failed battery test when connecting the pump to the test fixture due to corroded battery tube. Unable to perform the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to failed battery test alarm. However, using a test energizer alkaline battery the unit able to power up. Unit was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test, excessive no delivery test and the dat test due to prime anomaly. Unit uploaded properly using carelink. Unit had scratched case, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis:there is no data available due to the unit did not have a battery installed when received.

Event description:
It was reported via phone call that the customer passed away in an unknown location. The cause of death was an overdose. The caller stated that they were unaware if the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. No further information was provided as the caller declined. The caller agreed to return the insulin pump for analysis.